Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to improper placement and endoleak. (B)(4).

Event description:
On an unknown date prior to (B)(6) 2011, the patient was hospitalized for an open surgery initially scheduled for (B)(6) 2011, to replace the total arch with vascular grafts. On (B)(6) 2011, the patient developed hemoptysis and then underwent an emergent endovascular repair of rupture of the aneurysmal false lumen using a gore® tag® thoracic endoprosthesis, and a gore® excluder® aaa endoprosthesis contralateral leg component for chimney technique. Axillo-axillary bypass and axillo-left common carotid artery bypass procedure were also performed. The devices were deployed with no reported issues. It was reported that during touch up ballooning to distal portion of the tgt3720, the device unintentionally moved distally, and then proximal edge of the tgt3720 fell into the aneurysmal sac. The physician attempted to insert another device to extend the tgt3720 proximally; however inadvertently pulled out the guidewire after pulling back the balloon catheter and subsequent multiple attempts were unable to reinsert it. Final angiography revealed a proximal type I endoleak; however as the patient was stabilized, the physician elected to conclude the procedure. The patient tolerated the procedure. On (B)(6) 2011, the patient underwent a replacement surgery with vascular grafts where all the devices were explanted. On (B)(6) 2011, the patient expired due to the rupture of the aneurysm and subsequent sepsis. According to the (B)(4), no further information is available.